Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: juvéderm volbella® xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Juvéderm volbella® xc injectable gel is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. Juvéderm volbella® xc injectable gel is a clear, colorless gel without visible particulates. In the event that the content of a syringe shows signs of separation and/or appears cloudy, do not use the syringe; notify allergan product support at 1-877-345-5372. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: inject juvéderm volbella® xc by applying slow and even pressure on the plunger rod. It is important that the injection be stopped before the needle is pulled out of the skin to prevent material from leaking out or being placed too superficially in the skin.

Event description:
Healthcare professional called to report 1 syringes of juvéderm volbella® xc had ¿the needle popped off.¿ patient contact occurred. No injury occurred with the patient, staff, or injector.